Event description:
It was reported that a patient implanted with an impella 5.5 experienced a new placement signal not reliable alarm. The audio was disabled.

Manufacturer narrative:
The impella device was not saved by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.